Manufacturer narrative:
Insulet corporation is submitting this MDR that was previously included in the q1 2015 alternative summary report (asr). This MDR is being re-submitted after the 30 day requirement due to erroneous inclusion in q1 2015 asr. This error was communicated to FDA on july 31st, 2015 when we submitted a request for permission to submit a retrospective summary report (rsr) under 21 cfr part 803.19. FDA declined insulet participation in the rsr program in a decision dated august 26, 2015 and emailed on september 3, 2015. As a result, insulet is committed to complete these corrections through this submission. The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 424 mg/dl after wearing the pod between 4 and 24 hours. The pod was deactivated and he noticed the cannula was bent. The customers blood glucose, carbohydrate intake and insulin history is as follows: (B)(6).